Manufacturer narrative:
Unit received with constant motor error alarms during rewind due to motor encoder signal out of phase.  Unable to perform self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test, stop (idle) current test and run current test were in specification. Unable to verify motor position encoder error alarms due to motor error alarms. Unit received with minor scratches on lcd window and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 125 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer indicated that the pump was next to an MRI machine. Customer is reporting a motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.